Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/21/2018 that on (B)(6) 2018, that there was no data on the app for just over an hour last night. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.